Event description:
Customer reported multiple occurrences of a tandem mobi cartridge alarm that led to high blood glucose readings, some exceeding 500 mg/dl. There was an impact on the customer's blood glucose level with readings observed in the high 300's in some instances. To address the issue, the customer administered a correction bolus through the pump without requiring third-party assistance. Technical support confirmed the issue and resolved it by sending a replacement pump. Customer was informed of the procedure to return the faulty pump to tandem.